Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that during the case they found 2 leads or extensions connected to the previous ins and removed those and connected to the new ins. The rep was using the connectivity check and it showed that 4-7 were red along with electrode 3 and 15. The rep reported that they switched the leads into the opposite ports and then electrodes 7, 11 and 12-15 were red. The rep reported that the healthcare provider (hcp) was messaging with the lead trying to get the electrodes back into range but was not able to do so. Following the case, the rep reported that they reprogrammed the patient and she was feeling stimulation on the 1x4 lead side but not on the 1x8 lead side. The rep indicated that they ran a full impedance test but didn't have the results at the time of the call. The rep reported that they were planning to follow up with the patient at a 2-week post-operative appointment and the hcp may take x-rays at that point. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. Patient was feeling stim in painful areas. Patient's weight was unknown. No further complications were reported/anticipated.